Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced occlusion at site event on (B)(6) 2024. Site was bleeding at the time of inspection. Patient changed supplies as necessary and resumed insulin therapy. No further information available.